Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, a proliferative membranes grew in the anterior capsule and spread inside of the ccc boundary. In the case of performing yag, the proliferative membranes took out like powder. Although there is no direct impact on the patient vision. Surgeon is concerning that there is a possibility of refractive change due to the proliferative membrane. Additional information was requested,

Event description:
Additional information received stated that, the slit lamp image was provided and reviewed showing a dilated eye reported to be taken one month postoperatively. Anterior capsular opacification is present with a phimotic appearing proliferative membrane. The surgeon additionally provided a description of the image as follows, "a white circled band in the eye is the proliferative membrane and the grey area around ccc boundaries is anterior capsule".

Manufacturer narrative:
The product was not returned for analysis. A photo was provided. Photo review conducted by global quality customer affairs (gqca). One slit lamp image was provided and reviewed showing a dilated eye reported to be taken one month postoperative. Anterior capsular opacification is present with a phimotic appearing proliferative membrane. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The provided photo was reviewed by global quality customer affairs (gqca). Anterior capsular opacification appeared to be present with a phimotic appearing proliferative membrane. The etiology could not be determined from the photo. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).